Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit according to the manual. The fse performed tests, which were done in service mode and it did not show any abnormality in the parameters. It was later stated that after a time of operation, the manifolds assembly started to make a bigger noise than normal. So, the fse stated that it was necessary to replace the manifolds assembly (0104-00-0018) which was provided by the customer as there were parts in stock for immediate repairs. After the replacement, the unit started in operation for more then two hours and showed no abnormality in its operation. The unit was then released for use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : 200016-01 - (B)(6) medicine of usp a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after a time of operation, the cs100 intra-aortic balloon pump (iabp) unit made abnormal noise during operation. There was no patient involvement.